Manufacturer narrative:
Event description for (B)(4) updated (B)(6)2025: the only sheath involved in a patient injury so far is the case on (B)(6)2024 at (B)(6): (B)(4). This is the incident that I provided the email from the attending physician attributing the cva directly to the sheath. This sheath was not retrieved at the time but is the same lot (s9130723) used in 2 other incidents of reported back flow/leakage at (B)(6). I had also provided a video showing excessive proximal leakage thru the hemostasis valve on (B)(6)2024. Most concerning is a commercial case that occurred on (B)(6) at (B)(6) in (B)(6), UK. (Sheath lot s9130723.) Post-procedure, the patient complained of blurred/disrupted vision. A MRI head scan revealed a small cva with an acute lesion, reported (B)(6). The physician, dr(B)(6), has claimed that the sheath is the cause of the stroke. As he explains in the attached email (dated (B)(6)2024), the sheath is prone to leak at the hemostasis valve allowing air to enter the annular space between catheter and sheath. Further, he explains that blood is tracking backwards into the sheath creating coagulation and potentially embolization during manipulation. This is the only reported incidence of cva with an adagio patient. Additionally, even with irrigation we often found that blood is tracking backwards into the port of the sheath. This is a significant concern because I worry about blood stasis and then coagulation within the sheath and then embolization causing stroke when we manipulate the catheter. (B)(4) is the most urgent issue since a patient injury was involved. This is the case that dr. (B)(6) alleged the sheath was the cause. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Event description for (B)(4) updated (B)(6)2025: the only sheath involved in a patient injury so far is the case on (B)(6)2024 at (B)(6): (B)(4). This is the incident that I provided the email from the attending physician attributing the cva directly to the sheath. This sheath was not retrieved at the time but is the same lot (s9130723) used in 2 other incidents of reported back flow/leakage at (B)(6). I had also provided a video showing excessive proximal leakage thru the hemostasis valve on (B)(6)2024. Most concerning is a commercial case that occurred on (B)(6) at (B)(6) in (B)(6), UK. (Sheath lot s9130723.) Post-procedure, the patient complained of blurred/disrupted vision. A MRI head scan revealed a small cva with an acute lesion, reported (B)(6). The physician, dr. (B)(6), has claimed that the sheath is the cause of the stroke. As he explains in the attached email (dated (B)(6)2024), the sheath is prone to leak at the hemostasis valve allowing air to enter the annular space between catheter and sheath. Further, he explains that blood is tracking backwards into the sheath creating coagulation and potentially embolization during manipulation. This is the only reported incidence of cva with an adagio patient. Additionally, even with irrigation we often found that blood is tracking backwards into the port of the sheath. This is a significant concern because I worry about blood stasis and then coagulation within the sheath and then embolization causing stroke when we manipulate the catheter. (B)(4) is the most urgent issue since a patient injury was involved. This is the case that dr. (B)(6) alleged the sheath was the cause.

Manufacturer narrative:
Correction: h11 (the final conclusion of the report was missing, the event details were added here in error). No product was provided for analysis as product was discarded by customer. Based on the information provided by the supporting documentation, the sheath is prone to leak at the hemostasis valve allowing air to enter the annular space between catheter and sheath and a MRI head scan revealed a small cva with an acute lesion. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the investigation, a CAPA is not required. In addition, there was no new failure mode identified, and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
No product was provided for analysis as product was discarded by customer. Based on the information provided by the supporting documentation, the sheath is prone to leak at the hemostasis valve allowing air to enter the annular space between catheter and sheath. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Customer provided additional information on (B)(6) 2024: I neglected to mention in my original email that some of the sheaths were not retrieved from the procedure site. In particular, sheath lot: s9130723 that was used on (B)(6) but the issue was not resolved by the physician until on (B)(6). Obviously, this sheath has long since been discarded. To clarify, I am awaiting just 2 sheath returns: 1) dp-21216 for oscor (B)(4). 2) s9152180 for oscor (B)(4). For the other sheath lot, I provided (s9152180 for (B)(4) the physical sheath is also not available.

Event description:
I am contacting you to report a recent series of deficiencies regarding the oscor destino reach 10fr/50mm steerable sheath. These incidents have been documented by adagio field engineers during procedures using our vclastm catheter (treatment of monomorphic ventricular tachycardia). The physicians we work with have been using the oscor sheath with no reported issues for several years. Most concerning is a commercial case that occurred on (B)(6) at (B)(6) cardiothoracic centre in (B)(6), UK. (Sheath lot s9130723.) Post-procedure, the patient complained of blurred/disrupted vision. A MRI head scan revealed a small cva with an acute lesion, reported (B)(6). The physician, dr. (B)(6), has claimed that the sheath is the cause of the stroke. As he explains in the attached email (dated (B)(6)2024), the sheath is prone to leak at the hemostasis valve allowing air to enter the annular space between catheter and sheath. Further, he explains that blood is tracking backwards into the sheath creating coagulation and potentially embolization during manipulation. This is the only reported incidence of cva with an adagio patient. Other reported deficiencies, just in december, involve: · leaking from the hemostasis valve (3 occurrences; lot dp-20216 used in one procedure; other lot numbers not available at this time). Event is being processed under (B)(4). · occlusion (1); dilator would not pass fully through the ID of sheath (lot s9298168). Event is being processed under (B)(4). · broken pull wire (1); out of the box condition. (Lot s9152180). Event is being processed under (B)(4). Please advise how you would like to proceed and, if necessary, the formal path for reporting complaints. In several of the above cases, but not all, the sheath was retrieved and can be forwarded to oscor for evaluation. I have concerns with regard to the sheath. There is often a break in the seal at the back of the shoes which means that the sheath will leak blood backwards out of the hole where the catheter goes in. We have often found air enter the sheath when we check with aspiration. Additionally, even with irrigation we often found that blood is tracking backwards into the port of the sheath. This is a significant concern because I worry about blood stasis and then coagulation within the sheath and then embolization causing stroke when we manipulate the catheter.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.